Event description:
Cadd legacy pump s/n (B)(4) beeps for no reason, she removes batteries, puts them back in, runs through start up, then it turns off. This was backup pump and pt did not miss any therapy. Did the reported product fault occur while in use with a patient: was not in use - backup pump. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Dose or amount: 21 ng/kg/min. Frequency: continuous. Route: intravenous.